Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. All operating currents are within specification. No unexpected battery out limit alarm noted. Unit received with minor scratched lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 229 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.